Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins) for an unknown in dication. Caller indicated that 37714 ins was replaced with current 97715 because the 37714 ins failed in some way (per operative notes).